Manufacturer narrative:
Per tandem user guide: your t:slim g4 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer went swimming in the pool with the pump and an unspecified malfunction occurred. There was no adverse impact to the customer¿s blood glucose value. During troubleshooting with tandem technical support, the unspecified malfunction was cleared, and insulin delivery was able to be resumed.